Event description:
It was reported that pump experienced malfunction with momentary power loss to vibrator motor, showing malfunction code 12. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, and was advised to continue using pump and call back if issue happened again; caller acknowledged and understood these instructions.